Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the fenestrated bipolar forceps had a damaged conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. It is not applicable if there was any damage to the instrument outside of the ordinary. The damage was not first observed intraoperatively, issue was confirmed after removing the instrument outside the patients body. It is unknown what surgical task was being performed. The damage that was observed was the instrument did not move, smoothly, it was removed outside and the wire was found to be protruding. It cannot be confirmed if the wire was broken in half. There was no loss of cautery, no thermal damage, no arcing, no instrument collision. The procedure was completed by using a backup instrument. Nothing fell into the patient, there are no videos of photographs for review and no patient demographics provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.